Manufacturer narrative:
Updated fields: b4, d9(return to manufacture date), e1(event site email), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was able to confirm the failure from the customers complaint. To resolve the complaint, the fse replaced the front-end board and recalibrated the system. The unit passed all functional and safety tests to factory specifications. The following was performed by technician of the maquet failure analysis and testing (fat) department, wayne, nj. The failure analysis and testing department received the following part associated with this complaint: htc front end board. This part was received with a reported unit failure message of ¿broken input jack, cable won¿t stay connected¿. The failure analysis and testing department performed a visual inspection, and the part was found broken input jack. Please see attached picture. Also, the trainer cable can not be stay connected due to broken input jack. The reported failure (¿broken input jack, cable won¿t stay connected¿) could be replicated by the fat dept. Front end board failed testing. Retaining front end board in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had broken input jack due to which there was cable connection problem. There was no patient involved.